Manufacturer narrative:
Patient country: united states. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported tape got pulled out. This resulted in high blood glucose, which was treated with insulin via pump on (B)(6) 2026.